Manufacturer narrative:
Date of event: the date of event was inadvertently submitted as 07/19/2023; however, the correct date of event is 07/19/2023. Date received by MFR: the initial MDR g3 date was inadvertently submitted as 7/18/2023; however, the correct date is 07/19/2023. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause and treatment were not reported. The patient was hospitalized due to the event. At the time of this report, the patient has recovered from the event. Pd therapy was ongoing. The reporter declined to provide additional information.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.